Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 54 mg/dl at the time of admission. It was reported the customer was a brittle diabetic. It was also reported the customer passed out from their low blood glucose, leading to the hospitalization. Troubleshooting for the customer's low blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.